Event description:
It was reported that during a stenting treatment procedure, stent malapposition and stent deformation occurred. The procedure treated the 90% stenosed target lesion located in the moderately tortuous mid left anterior descending artery. There was no vessel calcification. Pre-dilation was performed with a non-bsc balloon. Intravascular ultrasound (ivus) was then performed with a non-bsc ivus catheter and a 3.0x20mm promus element stent was advanced and deployed at 12 atms. An additional inflation was performed with the stent delivery balloon at the same location. Then the ivus catheter was re-advanced and crossed the lesion without resistance. Ivus confirmed that there was stent malapposition at the proximal portion of the 3.0x20mm promus element stent and post dilation was then performed with a non-bsc 3.25x15mm balloon inflated to 22 atms. The ivus catheter was again advanced but this time met resistance when crossing the placed 3.0x20mm promus element stent. "It was confirmed that proximal edge of the stent got squashed on the inside of the stent". The stent was then post dilated to 22 atms. Ivus was again performed confirming that the stent was properly dilated. Angiography was performed at the end of the procedure and confirmed that the stent length had shortened slightly. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).